Manufacturer narrative:
The customer was contacted inquiring for service repair, but no response received.

Event description:
The customer reported that the ventilator unit smelled hot - and was taken out of service. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu board was installed in an fi test ventilator. The ventilator was repeatedly started up and shut down in different ac/battery configurations. The ventilator was run for 2 hours. No errors occurred during the tests. No failure was found.

Manufacturer narrative:
Failure analysis on the returned power management board shows that one of the 3 parallel capacitors c55, c63, and c606 shorted the 24v supply line from the power supply. The high current from the short destroyed the 3 capacitors and melted/burned the pcb layers underneath. The current also caused the 24v pcb traces near u1 to heat up and possibly short, destroying this area of the pcb as well.